Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen that affects the ability to read the screen. The customer¿s blood glucose level was unknown. Customer also reported cracks in casing across the screen, diminished battery life, insulin pump was slower during rewind, random unexplained no delivery alerts, and buttons were harder to press. The device will not be returned for analysis.